Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported insulin leaking from the headset of the infusion set. Caller stated he became aware of the issue due to elevated blood glucose level and his shirt was wet; exact blood glucose reading was not provided. Infusion set has been discarded. No adverse event reported. No product will be returned.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.